Event description:
Customer's daughter reported on behalf of her mother who was receiving high readings from the sensor scan in comparison to readings obtained on the built-in meter. On (B)(6) 2019, customer received readings between 300 mg/dl and 400 mg/dl until next day and on (B)(6) 2019 morning, a reading of 424 mg/dl was obtained. Customer self-treated several times with unspecified units of insulin based on the sensor readings and she experienced severe hypoglycemia with symptoms of dizziness, seizure and subsequently lost consciousness. Ambulance was called and the customer was transported to the hospital where a capillary reading of 12 mg/dl was obtained on the hcp meter. Customer was diagnosed with hypoglycemia and was treated with glucose via IV. It was further reported that the customer was still hospitalized at the time of follow up call. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly. The sensor neck was observed to be cracked which is indicative of an insertion failure and would not have contributed to the customers reported issue of high readings of the sensor scan. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. No further investigation is required.section h5 - labeled for single use has been updated as it was incorrectly reported in the previous report.

Event description:
Customer's daughter reported on behalf of her mother who was receiving high readings from the sensor scan in comparison to readings obtained on the built-in meter. On (B)(6) 2019 customer received readings between 300 mg/dl and 400 mg/dl until next day and on 12(B)(6) 2019 morning, a reading of 424 mg/dl was obtained. Customer self-treated several times with unspecified units of insulin based on the sensor readings and she experienced severe hypoglycemia with symptoms of dizziness, seizure and subsequently lost consciousness. Ambulance was called and the customer was transported to the hospital where a capillary reading of 12 mg/dl was obtained on the hcp meter. Customer was diagnosed with hypoglycemia and was treated with glucose via IV. It was further reported that the customer was still hospitalized at the time of follow up call. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's daughter reported on behalf of her mother who was receiving high readings from the sensor scan in comparison to readings obtained on the built-in meter. On (B)(6) 2019, customer received readings between 300 mg/dl and 400 mg/dl until next day and on (B)(6) 2019 morning, a reading of 424 mg/dl was obtained. Customer self-treated several times with unspecified units of insulin based on the sensor readings and she experienced severe hypoglycemia with symptoms of dizziness, seizure and subsequently lost consciousness. Ambulance was called and the customer was transported to the hospital where a capillary reading of 12 mg/dl was obtained on the hcp meter. Customer was diagnosed with hypoglycemia and was treated with glucose via IV. It was further reported that the customer was still hospitalized at the time of follow up call. There was no report of death or permanent impairment associated with this event.